Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The user facility reported that the listed tracheostomy tube was in patient use while in the operating room. According to the reporter, the tracheostomy tube's 15mm connector would not fit onto a standard ventilator circuit as the 15mm connector was misshaped. The tracheostomy tube was replaced; the new tracheostomy tube was successfully attached to the ventilator circuit. The reporter indicated that no adverse effects resulted from event.

Manufacturer narrative:
One 7.0mm tts¿ adult tts¿ cuffed fixed neck flange hyperflex¿ tracheostomy tube was returned for investigation. Visual inspection of the returned device showed that the 15mm connector was deformed and did not match the specifications for outer diameter and taper. Investigation was unable to determine the root cause of the connector deformation. (B)(4).